Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: on examination, the keypad was intact and without damage. On testing, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation did not duplicate the alleged keypad button response issue. There was visible moisture inside the battery compartment. A leak test confirmed a moisture leak at the display lens. The pump was opened for further investigation and reveal additional moisture damage inside the pump. Investigation confirmed the alleged moisture issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were unresponsive after swimming. It was also noted that there was moisture in the pump, as well as corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.